Event description:
Transcatheter valve inserted via the sheath. The prosthesis traveled easily through sheath. The valve appeared to lie within the subclavian artery. Vascular surgery and interventional radiology consulted and attempted to free valve. Subclavian artery appeared disrupted with subsequent hypotension requiring sternotomy for repair and retrieval of valve.